Manufacturer narrative:
(B)(4). Analysis was normal. No anomalies were found. (B)(4).

Event description:
It was reported that during durata lead implant procedure low, out of range, high voltage impedance was observed on the device. After switching off the meriln programmer low, out of range, high voltage impedance was observed again. Lead was removed and a new lead was implanted. All parameters and values were in range. Patient was stable.